Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and a manufacturer representative regarding a patient receiving remodulin 10mg/ml with an unknown dose via an implantable pump for no known indication for use. It was reported there was a motor stall of the pump. The patient noted alarms went off at 1409 and 1419. The patient presented to the emergency room (ER) and was admitted to the hospital on (B)(6) 2017. The pump was programmed to minimum dose on (B)(6) 2017, a central line was placed and remodulin was started through the central line/intravenous remodulin was initiated. Flolan inhalation was initiated. It was reported the event was related to the synchromed ii pump and the remodulin injection. A serious adverse device effect as well as unanticipated was noted. Replacement of the pump was planned. The outcome was unknown. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found the pump motor had gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis of the pump also found a hole in the pump tube with mechanical wear as well as pump tube binding of the pumphead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-may-02. It was reported that the patient had pulmonary hypertension thought to be secondary to systemic lupus erythematosus. The patient's pump functioned well until 4 days prior to replacement when the patient had alarms. The patient was admitted and placed on remodulin via a PICC line. The patient remained hemodynamically stable, and was taken to the operating room on 2018 (B)(6). The patient was placed supine on the operating room table. After satisfactory induction of general anesthesia, the patient's neck, chest, abdomen, and groin areas were prepped with chloraprep and draped in a sterile fashion. The previous left upper quadrant abdominal incision was incised. The pump was removed from the pocket, and the sutures were cut to allow removal of the pump. The new pump was primed on the back table and the new connection was made without difficulty. The pump was resecured to the fascia using ethibond sutures and was replaced in the subcutaneous pocket. The wound was closed in layers using vicryl suture. The skin was approximated using monocryl suture. 30ml of 0.25% marcaine was infiltrated in the subcutaneous tissues, and the patient was returned to the cardiovascular intensive care unit in satisfactory condition. The pre- and post-op diagnoses were malfunction of remodulin infusion pump. It was specified that there were no complications. Concomitant medications at the time of the procedure included bridion injection, zofran injection, garamycin for irrigation, sensorcaine injection, ancef intravenously (IV), zemuron IV, decadron injection, pitressin injection, quelicin injection, sublimaze injection, ketalar injection, diprivan IV, neo-synephrine injection, dobutrex IV, versed injection, lactated ringer's IV, sodium chloride IV, lidocaine-sodium bicarbonate and lidocaine subcutaneously, emla cream, metoprolol, humulin/novolin injection, glutose gel (given orally), adempas, cathflo activase injection, benadryl, lasix, aldactone, potassium chloride, lovenox, vitamin d3, vitamin b-12, ferrous sulfate, imuran, and plaquenil.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. : eval code-conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via clinical study and a manufacturer representative indicated a critical alarm went off at 2:09pm and again at 2:19pm. The patient was asymptomatic. A serious adverse device effect as well as but not unanticipated was noted. Pump interrogation showed an abnormal motor stall for thirteen minutes. It was noted the pump was explanted and replaced/replacement of pump with another manufacturer pump on (B)(6) 2017. Serial number of the new pump was noted. The patient was receiving remodulin 10mg/ml for a total dose of 0.062mg/day. It was noted that he pump was used with/in the patient and the intended use was for treatment. There was no patient death, and the patient's status after the pump was removed was recovered without sequelae. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause will not be determined until the pump is removed and analysis is performed. The replacement was tentatively planned for (B)(6) 2017. The patient's baseline weight was noted as (B)(6) kg. . No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.